Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer was assisted in delivering a 5.0 fixed prime and insulin did exit. Customer was able to remove infusion set and it was found that cannula was bent. Customer was advised that no delivery may have been due to bent cannula. Customer was advised that infusion set would be replaced.